Manufacturer narrative:
(B)(4). Date sent: 2/1/2021. Additional information was requested, and the following was obtained: what was the date of implant? On (B)(6) 2017. What symptoms lead to the discovery of the discontinuous device? When did they begin? Patient gerd returned on (B)(6) 2020, then went to pcp on (B)(6) 2020 and x-ray for bronchitis revealed discontinuous linx. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. On (B)(6) 2020. What is the product code for this complaint? Lxmc14. What is the device lot number? Unknown. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No, just reports having symptoms over last couple of months before explant. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Unknown. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? No. The correct product code is lxmc15.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2021. The visual analysis found that the returned device had an exposed well ball paired with the washer side of the adjacent bead. The affected washer through hole diameter was measured with pin gauges and was found to be greater than the specification. The exposed weld ball diameter was found to meet specifications. The interference between the washer through-hole and the exposed weld ball diameters was 0.0001. It is presumed that a certain geometric combination of the weld ball and the washer through-hole resulted in the device separation in vivo. Link length and tensile force were found to meet the applicable specifications during device analysis. No anomalies for a device that has been reasonably changed as part of the explant procedure.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Was a replacement linx or fundoplication completed at time of explant? Answer = unknown to all questions.

Event description:
It was reported that a linx device was explanted on (B)(6) 2020 as it was discontinuous. No other information is available.